Manufacturer narrative:
Reported event: while placing pines for a tka procedure, it was discovered that one of the 3.2 x 140 pins broke in the femur. Device evaluation and results: product inspection was not performed since the device was not returned. Device history review: review of the device history records indicate 837 devices were manufactured under lot no w47892 and accepted into final stock on 04/10/2017. No non-conformance were identified during inspection. Complaint history review: a review of stryker's complaint database related to p/n 143140, lot number w47892 shows no additional complaints related to the failure in this investigation. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. This is CAPA (B)(4). The device was not returned for evaluation.

Event description:
While placing pins for a tka it was discovered that one of the 3.2x140 pins broke in the femur.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
While placing pins for a tka it was discovered that one of the 3.2x140 pins broke in the femur.